Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s diagnosis of e. Coli peritonitis characterized by the presence of fibrin and a malfunctioning pd catheter (not a fresenius product), and the subsequent hospitalization for a malfunctioning pd catheter (not a fresenius product) and diverticulitis characterized by severe abdominal pain. Per the pdrn, the patient¿s e. Coli peritonitis is attributed to a possible beach in aseptic technique. E. Coli peritonitis is one of the most common organisms which cause gram-negative peritonitis in pd patients. The etiology of the patient¿s diverticulitis is unknown; therefore, causality cannot be established. The patient¿s abdominal pain, however, is presumed to be a byproduct of the underlying diverticulitis, as the two are most often linked. Furthermore, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency. As such, the liberty select cycler can be disassociated to these event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient was hospitalized due to abdominal pain on (B)(6) 2018. Upon follow up, the peritoneal dialysis register nurse (pdrn) reported that the patient had not resumed pd after the pd treatment was cancelled on (B)(6) 2019 since the catheter was not working. The patient was seen in the clinic on (B)(6) 2018. The patient¿s face appeared puffy. The patient initially denied experiencing any shortness of breath, and chest pain. Later the patient did acknowledge he had some shortness of breath. Cultures were obtained during the clinic visit which revealed e.coli, and the patient was diagnosed with peritonitis. The patient received loading doses of vancomycin and ceftazidime via the pd catheter and was continuing ceftazidime 1 gram daily via the pd catheter. During the clinic visit, the patient, who could not perform dialysis since the pd catheter was not working, was advised to restrict fluids, sodium, and potassium. Treatment with laxatives, such as dulcolax was also encouraged. The use of milk of magnesia was discouraged; the patient, however, apparently did take some milk of magnesia at home. The clinic staff also encouraged hospitalization for emergency care; the patient seemed reluctant to seek hospital care at the time of the clinic visit. During the hospitalization the patient had 2 new pd catheters placed. The first pd catheter (unknown date of insertion) did not work. The 2nd pd catheter was placed on (B)(6) 2019 and it was reportedly working during later that day. It was unknown as to whether the patient underwent pd treatment on (B)(6) 2019; however, the patient was diagnosed with diverticulitis. The pd nurse did not know if the patient underwent a colonoscopy during the admission. The patient was treated with flagyl and rocephin (ceftriaxone) during the hospitalization. The patient was to be discharged on (B)(6) 2019 with continuing oral levaquin (levofloxacin) treatment. The pdrn stated that hospital records were not available. The pd nurse indicated the main diagnosis for the hospitalization was abdominal pain which was later diagnosed as diverticulitis. The pdrn had advised the patient to add more fiber to his diet on (B)(6) 2019. The pd nurse stated that the diverticulitis may have aggravated by the peritonitis. The patient was treated with oral levaquin in the hospital. The pdrn stated that the patient had resumed pd treatment in the hospital after the second catheter manipulation; was not aware of the placement of a new catheter. The pdrn reported the event of diverticulitis had resolved on the date of hospital discharge.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.